Event description:
It was reported that the disposable set exhibited a narrowing of the portion of the inferior vena cava tubing from the liver bowl and a kinked and narrowed area of the portal tubing from the flow probe to the liver bowl. Both did not resolve with gentle manipulation and as the tubing warmed. The issues noted did not seem to impact the measured portal flows. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
A DHR review identified no manufacturing deviations. Review of perfusion data showed normal system operation. Images suggested possible narrowing or kinking of the tubing; however, this could not be confirmed without product return. Correction: the original submission incorrectly listed the manufacturer report number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer report is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.